Manufacturer narrative:
The returned driver was evaluated and was found to have a tip which twisted and fractured off. A review of the manufacturing records did not identify any issues which would have contributed to this event. The torque limiting handle which was returned with this driver was found outside of the adequate performance range, so this likely caused the driver to torque until failure. Investigation of this issue for similar events found the cause to be a result of when applying torque to tighten the closure top with the vitality torque handle and vitality t27 final driver, the vitality t27 final driver shaft twists. This twist of the driver creates a torsional spring action on the mating parts of the t27 final driver and torque handle. The repeated spring action while applying torque damages the cam and cam lobe inside the torque handle. The damaged parts inside the torque handle result in the values of torque to go out of specification.

Manufacturer narrative:
Recall: 3012447612-05/10/2017-001-r. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference reports 3012447612-2017-00048 thru 3012447612-2017-00050.

Event description:
It was reported that the tip of a driver broke off within a closure top during final tightening. The tip could not be removed from the closure top; the patient retained a foreign body. The procedure was completed using a second driver. The second driver became damaged during final tightening of the last closure top but did not have any patient impact. The same torque limiting handle was used during both occurrences. This is report two of three for this event.